Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that "stimulator is broken" and machine was broken. Patient also said that the antenna would not stay plugged into the programmer. Patient said they pushing it all the way down into the antenna jack. A replacement programmer was sent. No patient symptoms reported. No further complications were reported as a result of this event.